Event description:
After having a transvaginal mesh implanted for bladder prolapse and incontinence as well as having a hysterectomy as part of this surgery, I immediately experienced complications following this procedure: I experienced numbness in my left leg down to my foot in that I could not feel my leg/foot. This caused me to required use of a walker as well as other home medical equipment when released home from the hosp. After much therapy, the numbness subsided down to my left foot. I then saw 3 neurosurgeons who determined I had received nerve damage/stretching in my left leg, which caused the numbness to remain in part of my left foot, and who said that the numbness may/may not ever subside. I still experience this numbness to date. I was also diagnosed with "foot drop" as a result of this "injury", which has cause me to trip/fall several times, injuring other parts of my body. To help with the foot drop, I can only wear certain type shoes which will assist in "picking up" my left foot to avoid tripping/falling as often, but this has still occurred on occasion. In addition, I have experienced severe pain during sexual intercourse. I have also had increased/severe constipation and ongoing bowel problems since surgery, which has incurred a need for a recent colonoscopy. The implant has not helped at all with my incontinence; I have had a need for a more expensive medication for this problem: toviaz, which is now starting to not help as much with this problem. Please let me know if you need additional info regarding any of these issues. Physical therapy and walker and other home medical devices.